Event description:
Foam found, dream machine; twice in three days I have found what I think may be foam particles in my dream machine CPAP water chamber. When filling the water chamber two nights ago, I seen some floaters. Last night I found a larger piece. I kept it and will take a closeup picture of it. FDA safety report ID# (B)(4).